Event description:
While doing a left total knee arthroscopy, noticed at end of procedure that the rake had one of the prongs broken off. Physician notified, xray taken and read negative. Prong not found.